Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that patient had right knee replaced (B)(6) 2018. Patient said it hurts, it was difficult to bear weight, it had never felt right, swells, feels unstable and does not have full motion. Patient has history of metal sensitivities. Patient told that even wearing alloyed earrings would cause for blisters. Patient had already seen physician assistant and had a workup. Infection workup was negative. Sed rate was 1, crp less than 5, negative cultures, negative synovasure, nucleated cell count 590, pmns 15. Patient has had a metal sensitivity test which reacted to nickel. There was a loosening of tibia in bone to cement interface. The cement manufacturer was depuy. Doi: (B)(6) 2018. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.